Manufacturer narrative:
The problem regarding negative drift on crea was discovered during internal tests, CAPA-(B)(4) was opened to investigate the root cause of this negative drift. A health risk assessment (hra) has been made for this problem (B)(4) and the conclusion is: it is considered remotely possible that the described error by the abl800 flex will cause an injury or impairment requiring professional medical intervention, but not including injuries requiring intervention to preclude irreversible impairment or damage. In this case no patient related problems was reported, since the problem was identified on the qc measurement. The case was received (B)(6) 2014, but initially there was no indication that this type of malfunction would lead to potential clinical problems. However, based on further investigation performed by r&d (documented in (B)(4)) it was identified on (B)(6) 2014, in the (B)(4), that there is a potential clinical problem if the customer does not run regular qc. This case is reported since the membranes do not meet their specifications related to in use lifetime and this has resulted in the initiation of a recall. The results and conclusion of the root cause investigation will be reported in the recall.

Event description:
The customer has reported that the qc level 1 results on crea, after membrane change, jumped from 223 to 248 (range 214 to 294) and then after 7-8 days the qc results started to drift downwards to near low range until the crea electrodes are membraned again. The same was happening on the qc level 2. Three lots (0524, 0528 and 0529) of crea a and b membranes are mentioned in the complaint, but specific data from each lot has not been provided. This complaint contains the manufacturing data for lot 0529. MDR 3002807968-2014-00049 is the lot 0524. MDR 3002807968-2014-00050 is for lot 0528.